Manufacturer narrative:
No case specific details were provided. Requests have been made to obtain case specific details. Based on the limited information provided no conclusion can be made as to the cause of the patients post-op complications. The instructions-for-use for the davol 3dmax light mesh were reviewed and were found to adequately provide instructions, warnings, and known risks associated to the use of the device. No lot numbers were provided; therefore we are unable to review the manufacturing records of the lot(s) in question. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A facility in (B)(6) reported that following implant of davol 3dmax light mesh they have experienced the need for revision surgery in which postoperative chronic pain was reported. No case specific details were provided. Requests have been made to obtain case specific details. To date no specific information has been provided.